Manufacturer narrative:
Other: it was reported that the rv lead was replaced due to inappropriate shocks caused by inappropriate sensing. High lead impedance and non-captured paces were also observed. No further patient complications were reported as a result of this event. Further information received indicates that the lead was partially explanted due to an apparent lead fracture. No conclusion can be drawn; capture, failure to, impedance, high, lead(s), fracture of, sensitivity; shock, inappropriate.

Event description:
It was reported that the rv lead was replaced due to inappropriate shocks caused by inappropriate sensing. High lead impedance and non-captured paces were also observed. No further patient complications were reported as a result of this event. Further information received indicates that the lead was partially explanted, due to an apparent lead fracture.